Event description:
Same case as MDR ID: 2134265-2013-07553. It was reported that the patient experienced ventricular tachycardia. The patient presented emergently with st elevation. The target lesion details were unknown. A rotalink¿ advancer and burr were used to treat the target lesion. During the procedure, it was noted that the burr stopped rotating following a drop of pressure in the tubing. Subsequently, the patient experienced ventricular tachycardia requiring external electric shock. No additional patient complications were reported and the patient's condition is fine. The incident had no further impact on the patients' health.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the complaint advancer unit was carried out. No issues were noted with the advancer air hose, fiber optic cables and saline infusion port. A connect/disconnect test and a tug test was carried out. No issues were noted with the unit¿s handshake connector during the connection of the device. The rotablator unit was wet tested and no speed was met. The advancer unit was dismantled and it was noted that the turbine was seized and a melted ultem was evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-07553. It was reported that the patient experienced ventricular tachycardia. The patient presented emergently with st elevation. The target lesion details were unknown. A rotalink advancer and burr were used to treat the target lesion. During the procedure, it was noted that the burr stopped rotating following a drop of pressure in the tubing. Subsequently, the patient experienced ventricular tachycardia requiring external electric shock. No additional patient complications were reported and the patient's condition is fine. The incident had no further impact on the patients' health.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2013-07553. It was reported that the patient experienced ventricular tachycardia. The patient presented emergently with st elevation. The target lesion details were unknown. A rotalink advancer and burr were used to treat the target lesion. During the procedure, it was noted that the burr stopped rotating following a drop of pressure in the tubing. Subsequently, the patient experienced ventricular tachycardia requiring external electric shock. No additional patient complications were reported and the patient's condition is fine. The incident had no further impact on the patients' health.